Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. Device evaluation: the (gas delivery system)gds (assy, manifold, gds)was returned to the fi(failure investigation) lab for evaluation. Optical inspection of the gds (assy, manifold, gds)revealed no damage or contamination. Operational testing was performed and the returned gds did fail the oxygen flow testing at 100% oxygen flow set point 1, 4, 10 (standard liters per minute) slpm and the oxygen concentration testing failed at concentration set point 30, 95, and 100 %. The failing component was isolated to the u1/u3 of oxygen flow sensor. Once the component was repaired the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the oxygen (o2) accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.